Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 405 mg/dl at the time of call. Customer was treated with bolus. Troubleshooting was declined for high blood glucose. Customer also reported that the insulin pump had no delivery alarm during manual prime and the insulin exited with the manual prime. Customer was assisted with running displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.